Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing were completed. Due to the nature of the complaint, no applicable functional testing was able to be performed. The returned device was visually evaluated, and following was observed: balloon burst radially and longitudinally. There were no missing pieces of balloon material. Dimensional testing noted that the inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. The 3mensio and photo were evaluated. The following was observed: calcification present in the landing zone. Balloon burst radially and longitudinally. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the delivery system balloon ruptured at the end of valve deployment. All 23cc of volume was used. The inflation was very slow and controlled. A second 26mm delivery system was prepped but not used as the valve was deployed successfully with no patient harm just prior to balloon rupture. There was no difficulty with valve alignment and no difficulty withdrawing the delivery system. There was no damage noted to any other edwards devices.

Manufacturer narrative:
The investigation is ongoing.